Event description:
Per the surgeon, the patient experienced magnet dislodgement during an MRI (tesla strength not reported) on (B)(6) 2018. Surgery to replace the magnet was completed on (B)(6) 2018. The implanted device remains.